Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The cse performed all the calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator shows "patient disconnect" and "procedure error" while attached to a patient. The patient was removed from the ventilator and placed on a second ventilator. Several attempts to contact the user facility regarding patient outcome were unsuccessful.